Event description:
It was reported that "when the catheter was removed there was contamination with blood in the iabp". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath was at approximately 39.8cm from the iabc distal tip; the teflon sheath hub was noted connected to the hemostasis cuff and liquid blood was noted within the sheath sidearm (inp-4). The one-way valve was tethered to the short driveline tubing (inp-5). An arterial pressure tubing assembly was connected to the iabc luer; clear fluid was noted within the ap tubing (inp-5). The supplied inflation driveline tubing was noted connected to the iabc short driveline tubing; dried/liquid blood was noted within the inflation driveline tubing (inp-4, inp-5). Furthermore, the inflation driveline tubing was noted cut; the remaining length including inflation driveline tubing connector was not returned with the sample (inp-4, inp-6). The bladder was fully unwrapped (inp-7). Dried blood was noted on the exter ior surfaces of the returned sample. Blood was also noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-1). Under microscopic inspection, abrasions were observed from approximately 24cm to 26cm from the iabc distal tip (anp-2). A full thickness abrasion to the bladder was confirmed at approximately 24.8cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall (anp-3). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint I nvestigation due to the bladder leak. The root cause of the bladder leak was related to patient condition. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the catheter was removed there was contamination with blood in the iabp". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "when the catheter was removed there was contamination with blood in the iabp". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#( B)(4).